Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was confirmed. The evaluation found a failed input/output printed circuit board to be the cause of the no audio condition. The input/output printed circuit board was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.